Manufacturer narrative:
One cm1100 was returned for evaluation. External and internal visual inspections of unit revealed that the power cord and right-angle extension cable is in good condition, but the power supply cable is defective (has exposed wires). The backplate of the device was removed and a golden power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. This device does not fall under fa-q323-hf-4.

Event description:
In the inital event it was described that the power connector cable of the patient's pes was frayed. Upon evaluation of the unit, the power connector cable showed no signs of damage, but the power supply cable was defective, had exposed wires.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.